Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the catheter found a hole or tear caused by the catheter connector pin.

Event description:
Additional information received reported the patient had no analgesia and was having a lack of efficacy. It was noted the expected volume and actual volume were the same. The cause of the leakage was a catheter issue, but the explanation of the issue was unclear. A fluoroscopic evaluation was done and the pump pocket was aspirated and was positive for opioids. It was also reported the patient had multiple abdominal surgeries prior to the catheter failure. The patient recovered without permanent impairment. The pump was being used to deliver morphine and bupivacaine.

Event description:
It was reported that the catheter was replaced. The patient was experiencing ¿leakage of drug¿. No patient injury occurred. The event date was indicated to be (B)(6) 2014.